Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer indicated that he had replaced the integrated multi-sensor technology (imt) sensor twice, bleached and conditioned them prior to contacting ccc. The ccc specialist remotely checked the sample probe tubing connection to the sample transducer which indicated that the tubing was not properly centered in the hole between the level sense printed control board (pcb) and the transducer tubing connection, and centered it. The ccc specialist adjusted the imt pumping rate by adjusting the pressure foot setting. The ccc specialist calibrated the imt and ran quality controls (qc), resulting within ranges. A siemens headquarter support center (hsc) specialist reviewed the solid state multi-sensor (ssm) data files which indicated the issue was related to the sample probe tubing connection and a high pump rate. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument for sodium, resulting higher. The sample was repeated on an alternate dimension vista instrument, resulting higher. The sample was then repeated on the original instrument, resulting higher and matching the alternate instrument results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.